Event description:
This customer reported that while monitoring a pt, they got a low battery alert. The customer has not yet stated whether the device was a factor in the pt outcome.

Manufacturer narrative:
This customer reported that while monitoring a pt, they got a low battery alert. The customer has not yet stated whether the device was a factor in the pt outcome. A follow-up report will be submitted after philips obtains more info about this event.